Manufacturer narrative:
Complaint no: (B)(4).

Event description:
It was reported the catheter was being inserted into the pt's internal jugular vein in the operating room. The pt had extremely difficult veins to cannulate even with the use of ultrasound. The vein was finally located with the needle and the wire was inserted. The process had to be abandoned after being unable to remove the needle over the guide wire. Both the needle and wire were removed and a new kit was used successfully. The wire appeared to be kinked when removed with the needle. It took most of an hour to place this line for the pt and another physician had to be called into the procedure. There was a delay in treatment with no harm and no pt death or complications reported.